Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they received medical treatment as a result of the site issue. The customer blood glucose level was unknown. Customer stated that description of site issue was pain. Customer did change sensor within product specifications. Customer stated they removed sensor and did not find damage to sensor or physical mark on skin. The device will not be returned for analysis.